Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 21-apr-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple drawers were failed and unable to recover. A field service engineer (fse) inspected the system and found the drawers were off the bus and not detected in storage configuration or diagnostics, reseated all connections and isolated drawers one at a time, but the issue persisted, eliminated the network connection with no change and verified voltages were within range. After rebooting, observed no light emitting diodes (led) on the communication cube, reseated the communication cube and related components with no improvement found. Fse then replaced the communication cube and confirmed proper light emitting diodes (led) status without drawers attached, reconnected drawers one at a time, verified normal operation, and successfully tested functionality in diagnostics and the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, multiple drawers were failed and unable to recover. Customer tried to hard reboot the station, but issue persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.